Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed the pharmguard server deployment for software. There was unknown patient involvement.

Manufacturer narrative:
D1. & d4.: corrected. Additional information reported there was no patient involvement.

Event description:
Additional information reported there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no applicable evidence in the event history log. Device was upgraded to latest software version and passed all remediation standards. The service history review had no indication that the complaint was related to a service of the device within the review period.